Event description:
Procedure type: laparoscopic nissen fundoplication and repair of a hiatus hernia. According to the reporter: during the suturing, the endoscopic needle broke off from the device. An abdominal film did not reveal the needle in the patient.

Manufacturer narrative:
(B)(4).